Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 6atm within 15 seconds. The shape of the rupture was vertically separated in between blades. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).